Event description:
During esophageal anastomosis, stapler failed. Procedure completed with suturing technique. No adverse outcome from malfunction of stapler indentified at this time. Sales rep could not duplicate problem. The surgeon used two staplers with same result, possible user error.